Event description:
In 2008, the sales representative reported that the surgeon was using the instrument when the upper jaw broke while using it in the disc space. The broken piece was retrieved from the wound without incident.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Eval pending.